Event description:
The user facility alleges two events during tonsillectomies, where the endotracheal tube softened and the lumen became occluded. The pts became hypoxic requiring resuscitation. There was no reported long term complication for the pts.